Manufacturer narrative:
This report was discovered to be a duplicate report. There is only one implant failure at this time from this doctor. Please see #2184002-1996-294.

Event description:
Fistula had developed with this implant and it never integrated.